Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during initial drain. The hp did not know what the alarm was but the technical service representative (tsr) had the hp check the alarm log and found the system error 2367. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. During a follow-up call, it was found that there was nothing unusual noted with the setup for that therapy that would cause or contribute to the alarm and that the hp was able to perform therapy later with no difficulties. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.